Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed compromised force sensor system but has been able to continue use of the device. Customer's blood glucose was 6.8 mmol/l. Customer was advised the insulin pump needed to be replaced and customer agreed to return the device for analysis.